Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient had her pump replaced on (B)(6) 2018 for an unknown reason. She stated she had been going through horrible withdrawals since the replacement. She thought "either the pump does not work or they did not turn the pump on." She had contacted her hcp and nothing was being done. She stated "I am going to kill myself." The patient was redirected to a hcp, or an emergency room if their hcp was unavailable. The patient then disconnected the call and no further information was obtained. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the pump implanted on (B)(6)2018 was a third party pump.